Event description:
It was reported that on (B)(6) 2013, the nurse found the pt's catheter out of the position 5-6cm when the pt came to the hosp for maintenance. The cuff detached from the catheter and was not removed from the body per md decision. A new catheter will need to be placed but, per email, has not been replaced yet. A new vessel access will be required when the new device is placed.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revg1020 showed twenty-one other similar product complaint(s) from this lot number. All complaints for this lot number (revg1020) have been reported from eight china facilities.